Event description:
It was reported that the patient has had two episodes of syncope and the patient has no underlying rhythm. However the physician was concerned that something maybe causing pacing inhibition on this patient. Therefore, the ventricular tachycardia (vt) zone will be lowered from 150 bpm to 133 bpm to capture any possible vt episodes. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.